Manufacturer narrative:
Programmer model 8840, serial# unk; catheter model 8709, (B)(4), implanted: 2004-(B)(6), explanted: unk; catheter model 8578, (B)(4), implanted: 2010-(B)(6), explanted: unk.

Event description:
The pump telemetry confirmed a non-critical alarm due to low reservoir volume. The reservoir volume was 1.5ml. It was reported that the patient had missed a refill. Drug delivered via the device was lioresal 2000mcg/ml at a daily dose of .227mcg. Patient was to visit the healthcare provider (hcp) for a refill on 2012-(B)(6). Hcp thought they had filled it with 40ml; however the input was 20ml. It was later reported that hcp only had to add 20 ml, they entered the incorrect amount on the last refill of 20 instead of 40. Patient experienced no adverse events.

Manufacturer narrative:
(B)(4).